Event description:
It was reported that the patient faced an event with five infusion sets tubing which was leaking at site on (B)(6) 2026. The infusion set was used for one hour to one day.

Manufacturer narrative:
Initial 2 of 5. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.